Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: infection and device deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female patient who underwent primary breast augmentation surgery with two unspecified mentor breast implants experienced infection and left sided deformity post procedure. Patient experienced infection in body and had breast tissue removed. Patient was then on antibiotic for a year and her breast got huge and swelled up twice it¿s size. When the surgeon pulled out the implant it was completely deformed. As a result, patient had a left sided removal on (B)(6) 2010 and right sided removal on (B)(6) 2010. This medwatch form is for the right breast prosthesis. The common device name and procode values that are being submitted are for submission purposes. A supplemental report will be submitted if clarifying information is received.